Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose level this morning and she was trying to bring it down. Customer stated that she found that her infusion set was pulled out this morning and her blood glucose is slowly going down. Customer stated that she wanted to know how much the pump wants her to treat. Customer has been checking her blood glucose every 2 hours. Customer's blood glucose was 452 mg/dl at 6:58 am and it was 366 mg/dl at 9 am. Customer's blood glucose was 320 mg/dl at 11:30 am and 253 mg/dl at 1:30 pm. Customer declined troubleshooting for high blood glucose.